Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 347 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer reported that the insulin pump had cracked. The insulin pump will not be returned for analysis.